Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with 3.5mm ti lcp superior anterior clavicle plate and screw construct on an unknown date. It was reported the surgeon could not remove the device for the first planned removal of hardware and the surgeon left the device in place. Reportedly the patient developed an infection. Patient was returned to the or on an unspecified date for removal of hardware. No further information was provided. This is 1 of 3 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The first removal attempt occurred on (B)(6) 2012. A review of the raw material device history record revealed this lot met all specifications with no anomalies noted. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm ti lcp superior anterior clavicle plates was processed through the normal manufacturing and inspection operations with no scrap noted. One ncr (B)(4) was written at the final release step for burrs found in head holes. The parts with burrs were reworked to remove the burrs and then were reinspected to verify all burrs were removed. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
An investigation was conducted and it states that the relevant dimensions could not be checked because of the damages caused during the extraction. The examination of the raw-material testing certificates and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance of specification and with the international standard. It is impossible to determine the exact cause of the screw blockage. Too much applied force while tightening or an improper alignment between the screw and the plate can lead to such an occurrence. Another reason could be instable fracture which lead to micro movement what can cause such fretting as well.

Event description:
This is 2 of 3 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: revision surgery sequence updated.

Event description:
This complaint pertains to hardware remove due to infection at which time a drill bit was broken. This complaint pertains to hardware remove due to infection at which time a drill bit was broken. This is report 1 of 6 for complaint (B)(4).